Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was wavelet detection and a power on reset (por) occurred. Atrial rate limit por occurred on (B)(6) 2015. Wavelet corruption caused the por to occur. (B)(4).

Event description:
It was reported that the device experienced two consecutive power on resets (por) that resulted in the disabling of telemetry c. The device was at the reset parameters and the cause was related to a wavelet corruption issue. The device wavelet function was disabled and the device remains in use. No patient complications have been reported as a result of this event.